Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous initial report of 8010047-2021-03245, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect. The correct date is "february 26th, 2021", not "december 22nd, 2020". "February 26th, 2021" is occurrence date of "the lamp of the subject device was not lit (the worn lamp socket of the subject device)¿. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus (B)(4) checked the subject device for evaluation. It was found the worn lamp socket of the subject device which might have caused the reported phenomenon. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the lamp socket deterioration of the subject device due to tilting and inserting the lamp into the lamp socket or the user's repeated use for a long period of time. Those causes could be reason in the case that have passed less than five years from last repair because the subject device has the repair record. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the lamp of the subject device was not lit due to the aging lamp socket during the preparation for use. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.